Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy cable, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy cable. The reported problem was confirmed.

Event description:
It was reported to philips that the device's cable wasn't working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.